Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.

Event description:
The customer reported that when taking an initial fluoro shot to determine location, image is upside down. They corrected the orientation and then after several minutes, when the shot was then taken again, the image reverted back to being upside down. No pt injury was reported.